Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Upon review, the right atrial (ra) lead was in high output mode and the warning for safety switch was present. The field representative tested the ra lead manually several times and was performing as expected, then the output was reprogrammed. This did not change the battery longevity. The field representative looked at the configuration and both leads still in bipolar configuration with no deviation on the trends to suggest a polarity switch. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Prolonged operation in this state can result in lead impairment. Device replacement was recommended, and the leads should be assessed for optimal performance during device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Upon review, the right atrial (ra) lead was in high output mode and the warning for safety switch was present. The field representative tested the ra lead manually several times and was performing as expected, then the output was reprogrammed. This did not change the battery longevity. The field representative looked at the configuration and both leads still in bipolar configuration with no deviation on the trends to suggest a polarity switch. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Prolonged operation in this state can result in lead impairment. Device replacement was recommended, and the leads should be assessed for optimal performance during device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Upon review, the right atrial (ra) lead was in high output mode and the warning for safety switch was present. The field representative tested the ra lead manually several times and was performing as expected, then the output was reprogrammed. This did not change the battery longevity. The field representative looked at the configuration and both leads still in bipolar configuration with no deviation on the trends to suggest a polarity switch. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Prolonged operation in this state can result in lead impairment. Device replacement was recommended, and the leads should be assessed for optimal performance during device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.